Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose for the past two weeks. The customer reported their blood glucose ranged from 500 mg/dl to 600 mg/dl. The customer stated their blood glucose was 72 mg/dl earlier in the morning, but rose to 453 mg/dl 30 minutes before the call. The customer has been treating their blood glucose with the insulin pump. It was also found the customer's blood glucose would decline with a site change. Customer's current blood glucose was 700 mg/dl. The customer also reported being admitted into the intensive care unit on (B)(6) 2015 with a blood glucose of 700 mg/dl. The insulin pump will not be returned for analysis.